Manufacturer narrative:
E3-occupation is patient/consumer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient stated they were taking antibiotics near the affected time frame when the comparison to the lab took place. Product labeling states: the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results with the coaguchek inrange meter serial number (B)(6) compared to a laboratory using the thromborel s reagent. At 9:54 am, the meter result was 6.9 inr. The result from the laboratory within 25 minutes was 5.2 inr. Customer's therapeutic range is 2.0-3.0 inr.